Event description:
During a bronchoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that the endoscopic clipping device was used to remove clots on patient's airways [abnormal use], but in doing so the tip of this device snapped and ended in one of the bronchioles in the right lung. The device is intended to be used in the gastrointestinal tract, so it performed as intended by deploying once attached to tissue. This event occurred while the device was being used off-label in the respiratory tract. The patient will require rigid bronchoscopy to retrieve the foreign object.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the device was used to remove clots in the patient's airways. This is not within the intended use of the device and is most likely the cause for the reported observation. The instructions for use states: "this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of: endoscopic marking; hemostasis for mucosal/submucosal defects less than 3 cm, bleeding ulcers, arteries less than 2 mm, polyps less than 1.5 cm in diameter, diverticula in the colon, and prophylactic clipping to reduce the risk of delayed bleeding post lesion resection; anchoring to affix jejunal feeding tubes to the wall of the small bowl; as a supplementary method for closure of gi tract luminal perforations less than 20 mm that can be treated conservatively; anchoring to affix fully covered esophageal self-expanding metal stents to the wall of the esophagus in patients with fistulas, leaks, perforations, or disunion." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided, the device was used to remove clots in the patient's airways. This is not within the intended use of the device and is most likely the cause for the reported observation. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.